Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report from the affilitate indicated that while attempting to deploy a cypher 2.5 x 18 mm stent, the pressure in the stent delivery system (sds) balloon would not increase above 4 atm. The sds was removed from the patient and the proximal and distal edges to the stent were noted the be flared/uplifted. The target lesion was the proximal circumflex. The lesion was reported to be: moderately calcified, slightly tortuous and a 90% stenosis. The lesion was pre-dilated with an unk balloon. There was no reported patient injury. The physician's comment was that although there was vessel calcification, he does not think this was an issue because the stent did not reach the calcified portion of the lesion.